Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. Surgical intervention and intravenous antibiotics were needed to resolve the issue. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.